Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted and no moisture damage found on electronic assembly/motor. The insulin pump did have cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer mother reported via phone call that the insulin pump had keypad anomaly, moisture damage, and button error. Mother stated the numbers on their keypad were ramping. Customer's blood glucose was 356 mg/dl. She stated the insulin pump has been exposed to moisture; perspiration. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.